Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient report while activating a pod the needle had not deployed. Upon removal of the pod from the insertion site and deactivating the pod the needle had deployed late.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated at the end of second prime. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. The cause of the reported needle deploying late could not be determined.